Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
On (B)(6) 2015 the customer stated the unit had a broken cover. Upon triage on (B)(6) 2015 the service tech found the power cable was cut with exposed copper wires.

Manufacturer narrative:
Submit date: 08/05/2015. One scd controller compression system was returned for a damaged power cord. Upon triage at a local service center it was noticed there were exposed copper wires on the power cord. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd controller was fully tested and passed all operational specifications. The scd controller was manufactured in 2013. A review of the device history records shows this device was released meeting all manufacturing specifications.